Event description:
The physician indicated that the increase in seizures has since resolved, however no further information would be provided.

Event description:
Information was received indicating that the generator was discarded following surgery.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.

Event description:
Clinic notes were received on (B)(6) 2012, from a vns treating physician. Review of clinic notes dated (B)(6) 2012, found that the patient's seizure frequency had increased as of late. Follow up with the physician indicated that the patient was being referred for generator replacement on (B)(6) 2012, due to clinical end of service. The physician feels that patients' increase in seizures usually resolves with a battery replacement. The patient underwent battery replacement on (B)(6) 2012 and attempts will be made for the return of the explanted generator.